Event description:
It was reported to medtronic minimed that the customer reported crack on the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1712kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail. The pump was received without a battery cap. After battery installation, a "battery not compatible" error message immediately appeared. Unable to perform the displacement test due to the recurring error message. Also unable to upload pump files and hence unable to verify pump error 53 due to the recurring error message. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--da1; inside the reservoir compartment, outside of the battery sleeve, outside of the battery slide. After placing the original pcba2 onto a known good pcba1 and putting them back into the known good case, the error message appeared. After placing a known good pcba2 onto the original pcba1 and putting them back into the known good case, the error message disappeared. In summary, the customer¿s report of a crack in the case was confirmed during testing. The "battery not compatible" error message is due to pcba2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.